Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See regulatory report # 3004209178-2018-21183 for other implantable neurostimulator (serial # (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient no longer used the front door of the local library because the security gate was "turned up real high or something". The caller stated the patient could feel stimulation when she went through the door. The patient now enters the library through the back door. No further symptoms were reported or anticipated.